Event description:
Leadcare ii has been recalled with certain lot numbers. One of the lot numbers mentioned is kit that is currently in use at our location. Lot number 2106m. FDA safety report ID# (B)(4).